Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that a swan-ganz catheter failed to calibrate in-vivo during a CABG procedure on a (B)(6) year-old male. It was noted that prior to use, the catheter had calibrated in-vitro without issue. When inserted into the patient, the balloon was felt to have high pressure and would inflate all but 0.3cc of air. Additionally, while the catheter was still being floated but not yet wedged, the pressure reading on the catheter was noted to be high at 25. The catheter was removed and the pressure reading went down to 12. There were no error messages observed. To troubleshoot, the catheter was flushed and the balloon was tested and noted to inflate with no problems. When re-insertion was attempted, pressure was again felt on the syringe and it would not fully inflate. A new catheter was then used with no further issues. There was no patient injury.

Manufacturer narrative:
Our product evaluation laboratory received one model 746f8 swan-ganz catheter with a monoject 3ml syringe with 1.5ml limited volume. No pressure monitoring device was returned. The catheter passed in-vitro calibration with the lab¿s cal-cup on a vigilance ii monitor. Using the returned syringe, the balloon inflated clear and concentric, and remained inflated for more than 5 timed minutes without leakage. The thermistor read 37.0°c when submerged in a 37.0°c water bath. The thermistor temperature reading was within specified accuracy, per the vigilance manual. The catheter ran cco in a 37.0°c water bath for 5 timed minutes with no errors. The thermistor and thermal filament circuits were continuous with no open or intermittent conditions. No visible inconsistencies were observed on the eeprom data. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. The resistance value of the thermal filament circuit was measured at 38.03ohms, which was within specification. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned syringe. Without the return of the pressure monitoring unit, the customer report of a pressure issue could not be confirmed during evaluation. The customer report of balloon inflation difficulty was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan-ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan-ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.